Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep)reporting that an overdischarged was not confirmed. It was indicated that the patient's settings had not recently been changed before the ins depletion issue. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the battery depleted within 24 hours when it normally lasted 1-2 weeks. It was fully recharged and depleted again within 24 hours. It was then unable to charge. It was reported that there were no falls and no electromagnetic interference (emi). The patient reported that their last successful recharge was (B)(6) 2018. An antenna locate (al) session prompted a 0x8 power on reset (por) image. This was cleared with the recharger and a normal charging screen was seen. All impedances were within normal limit. The issue was reported to be resolved. No patient symptoms were reported. No further complications were reported.